Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient developed a pericardial effusion. The case was aborted. The patient underwent a pericardiocentesis and the effusion resolved. There was no additional hospitalization. No further patient complications have been reported as a result of this event.